Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (belt will not latch, check therapy pad messages) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the check therapy pad messages was the damaged connector on the electrode belt. The root cause of the damaged connectors is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages and that the belt would not securely latch to monitor.